Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 410 mg/dl and other related blood glucose level was 450 mg/dl. Customer stated that the insulin pump was not working. Customer also stated that the insulin pump was not giving an alarm for the no delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer alleging that insulin pump was under delivering as they tried all remedies. Customer reported that the bolus history showed all bolus entries based on their recollection. Customer performed high pressure, self test and displacement test and all tests were passed. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test at 0.08710 inches.